Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. Initial reporter name and address: reporter phone number unknown. The customer has previously replaced the battery and requested onsite service. The philips field service engineer (fse) performed troubleshooting and confirmed the reported issue. The ventilator turned of intermittently and error 1124 was confirmed in the device log. The fse replaced the power management board; however, the device failed air flow accuracy and was not returned to service.

Event description:
It was reported that the unit intermittently declared errors 1124 (battery failed) and 1104 (backup alarm failed) when the device was powered on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 15may2019. MFR site: correction. A power management (pm) board was returned for analysis. An investigation was performed and the reported issue could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.